Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m experienced overfill. The following information was provided by the initial reporter. The customer stated: "customer is having issues with the tubes over filling and the instrument (acl top 550) is now showing an error message. I spoke with the customer on (B)(6) 2021 - customer stated that she has seen overfill, but it was a bd correction report that prompted her to call bd to see if there was any other tubes that can be ordered that do not have to overfill issue."